Event description:
It was reported that the customer was hospitalized on 10/14/2014 for his high blood glucose level of over 600 mg/dl. The customer was hospitalized because he administered an incorrect bolus that caused his high blood glucose level. He was wearing his insulin pump at the time of the emergency room visit. The customer also has kidney failure, vision issues, and trermors. The product was not returned. Nothing further report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)